Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: upon unfolding pouch in pt cavity, noticed it was disengaged from metal ring. Stopped using. The procedure was completed with another endo catch. No pt injury was reported.